Event description:
The user facility reported that an extra-corporeal circuit line became disconnected during a bypass procedure. The pt was put back on pump and cooled while the tubing was re-connected and the procedure was completed successfully without further incident. The estimated volume of blood loss was 300-cc.

Manufacturer narrative:
A review of distribution records has confirmed that 2 lots of this product code were distributed to this account. Device history record review confirmed that the packs for these lots were built to customer specs and did not indicate any production related problems. A review of the complaint files confirmed that there have been no previous reports for this problem related to this product code. Follow up communication with the user facility confirmed that the tubing kit had been modified by the perfusionist by cutting in and attaching a retroguard valve. The connection was not tie-banded. Although the cause of the reported event cannot be definitively determined based upon the available info, there is not indication that there was any relation to a device defect or malfunction. The convenience kit labeling does state, "band all connections in the circuit" and recommends to carefully observe all connections before and continuously during use. All available info has been placed on file in the qa for tracking, trending, and follow up.